Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device upgrade procedure, the right ventricular lead was capped and replaced due to an increase in pacing lead impedance, capture threshold, and sensing threshold. The patient was stable with no consequences.